Event description:
It was reported that unspecified bd¿ pen needle was not working. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that pen needles do not work and it is painful to have to poke repeatedly. I have been using your product for years and every now and then I would have a pen needle that did not work, resulting in me having to use another and repoke. However recently it has gotten to be extremely frequent, seeming to be every other one. I am not sure if it a manufacturing issue or what, but this is frustrating as not only is it painful to have to poke repeatedly, but also not cheap on the wallet.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. One photo of one unused 32gx4mm bd pen needle was provided. The customer reported that pen needles do not work. The photo was examined, and it was observed that only a portion of the tear drop label for the pen needle was visible; the lot# was not shown. No evidence that the pen needle would be difficult/unable to operate properly was observed in the photo provided, therefore, the alleged issue could not be confirmed. No evidence that the pen needle exhibited defects to the cannula. Point was observed in the photo provided, therefore, the alleged issue could not be confirmed. No DHR review can be carried out as lot number is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ pen needle was not working. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that pen needles do not work and it is painful to have to poke repeatedly. Verbatim: I have been using your product for years and every now and then I would have a pen needle that did not work, resulting in me having to use another and repoke. However recently it has gotten to be extremely frequent, seeming to be every other one. I am not sure if it a manufacturing issue or what, but this is frustrating as not only is it painful to have to poke repeatedly, but also not cheap on the wallet.